Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight, were provided. The beckman coulter (bec) field service engineer (fse) performed a preventative maintenance. The fse noted the peristaltic pump tubing was worn and replaced the tubing. The fse verified repairs by performing a passing system check, high sensitivity system check, carryover and ten (10) replicate precision run. In conclusion, the cause of the false low access accutni+3 results was due to an elevated access accutni+3 mean standard zero (s0) on the active calibration curve. The cause of the elevated mean s0 value was due to worn peristaltic pump tubing.

Event description:
The customer reported false low troponin I (access accutni+3) results, within the normal reference of the assay on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for two (2) patients. The customer reanalyzed the samples on the same unicel dxi 800 access immunoassay system and obtained erratic results. The customer reanalyzed on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained higher results, above the normal reference range of the assay. The initial low access accutni+3 results were reported outside the laboratory. There was no report of impact or change to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The active access accutni+3 calibration at the time of the reported event had an elevated mean standard zero (s0). Level one (1) quality control (qc) was recovering below the established mean. It is noted the access accutni+3 assay is a sandwich immunoassay in which the elevated mean s0 would lead to low results being reported. The customer obtained a failing access accutni+3 precision run. Samples were lithium heparin plasma. Sample processing information, such as centrifugation speed and time, were not provided.